Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event while at a physician's office. Motion artifact contributed to the false detection. The pt was conscious and was having the doctor perform a wound dressing change at the time of the event. The doctor and nurse were present during the event. The response buttons are pressed after the defibrillation event occurred. The pt continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The pt was at his doctor's office during the treatment. There is no info to suggest that the pt sustained a serious injury. The pt remains in the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4) - reuse; electrode belt (B)(4): 08/2012 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).